Event description:
The pump was returned for investigation. Investigation revealed a display failure and a failure with the piston. This report is made based on results of investigation completed on 12/05/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/05/2013 with the following findings: during evaluation, the display screen was faded. A review of the pump¿s history showed loss of prime. When the pump drive assembly was removed, the piston threads were found to be stripped resulting in the piston being unable to move with the lead screw. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).